Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. On an unknown date, the patient started treatment with intraperitoneal cephamycin (dose, frequency, and duration) and intraperitoneal vancomycin (dose, frequency, and duration) for peritonitis. Pd therapy remained ongoing. At the time of the report, the patient was recovered. No additional information is available.

Manufacturer narrative:
On the same date as the peritonitis onset, the patient was hospitalized for the event. On an unknown date, the patient¿s peritoneal dialysis effluent was clear and the patient was recovered. Should additional relevant information become available, a supplemental report will be submitted.